Event description:
It was reported that balloon rupture occurred. The target lesion, which was 88% stenosed, was located in the moderately tortuous and severely calcified right coronary artery. Pre-dilation was performed using a 2.5 x 20 mm emerge balloon catheter, followed by the advancement of a 4.00 mm x 8 mm nc emerge balloon catheter for further dilatation. During the procedure, the balloon ruptured, causing damage to the protector tip. The procedure was completed with another of same device, and no complications were reported for the patient. The patient was stable and in good condition post-procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft, and no kinks or damages were found in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon, located 1mm distal from the distal markerband. The tip showed no signs of damage. Leakage testing revealed the device was attached to an encore inflation unit. When an attempt was made to inflate the balloon to its rated burst pressure of 20 atmospheres, a pinhole was identified in the balloon material, 1mm distal from the distal markerband. No other device issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 88% stenosed, was located in the moderately tortuous and severely calcified right coronary artery. Pre-dilation was performed using a 2.5 x 20 mm emerge balloon catheter, followed by the advancement of a 4.00 mm x 8 mm nc emerge balloon catheter for further dilatation. During the procedure, the balloon ruptured, causing damage to the protector tip. The procedure was completed with another of same device, and no complications were reported for the patient. The patient was stable and in good condition post-procedure.